Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic reported to fresenius (B)(4) that they received a 24v low alarm from a 2008k2 machine. The issue occurred during setup and there was no patient involvement. A fresenius (B)(6) technician serviced the reported machine. During the inspection the technician found that the device had a burnt power supply. The power supply damage was caused by a voltage variation at the clinic. The power supply was replaced with a new one. The power supply was tested and there was no reoccurrence of the 24v low alarm. The devices was tested and rinsed without any issues. Operational tests were completed successfully. The device was left in working order. This report was received from fresenius (B)(4). Error 24 voltaje bajo response 1.3.2020 it was reported by the biomedical technician that the power supply was burnt due to a voltage variation in the unit. He replaced the power supply completely, tested the machine and the machine was able to function correctly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the on-site evaluation, the cause was determined to be traced to a component failure.